Manufacturer narrative:
Event date is approximate (month and year are valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The patient reported feeling a jitter and shake in their leg / foot at times. They also felt stimulation all the way up to their heart. Patient services (ps) reviewed the option of turning stimulation down or changing programs. They initially started at 1.0 and had increased to 1.2 or 1.3. They stated they wanted to go all the way up to 3.7 because that is where they were with their old devices. The sensation in the lower extremities/ heart did not start until the patient started increasing amplitude. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.